Event description:
Customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. Customer stated she was at work when she started to feel nauseated and her heart pumping harder. The blood glucose reading was 780 mg/dl. Customer believes that her asthma medication contributed to her high blood glucose. She was not wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.